Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported alarm downstream occlusion repeatedly, which was reproduced during evaluation. A review of the event history log identified alarm downstream occlusion repeatedly as downstream occlusion messages. The cause was determined to be a downstream sensor being out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced repeated downstream occlusion alarms. The event occurred during an unknown process step in the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.